Manufacturer narrative:
(B)(4). Method: the complaint rt110 breating circuit was not returned to fisher & paykel healthcare (fph) for evaluation as it had been discarded by the hospital. The associated mr850 humidifier and heater wire adaptor are still in service at the hospital and functioning as normal. The hospital provided a video of the incident. The hospital also confirmed that "no damage was present" on the subject breathing circuit following the incident. Results: the video showed flashes of light coming from the overmoulded heater wire plug at the distal end of the circuit, where it attaches to the heater wire adaptor. The hospital could not confirm which model of adaptor was in use, but the presence of a tcd (transient current detector) on the adaptor indicated that it was either a 900mr805 or 900mr806 fph heater wire adaptor. Conclusion: without the complaint circuit we are unable to determine the cause of the arcing. But all the information provided indicates that the arcing was confined to the pin heater wire connection inside the overmoulded heater wire plug. The mr850 had alarmed to alert the user and the circuit had been replaced, after which there were no further issues. The mr850 heater wire adaptors (900mr805 and 900mr806) are electrical adaptors used for connecting a heated breathing circuit with the mr850 humidifier, and incorporate surge and over-current protection circuitry. In the event of a power surge, the adaptor disconnects the heater wire for up to four seconds and the mr850 will alarm. The adaptor will then reconnect the heater wire and resume normal operation. Our analysis of the video indicated that the heater wire adaptor did what it was designed to do, while the alarm on the mr850 would be consistent with circuit disconnection by the tcd. The user instructions for the rt110 adult breathing circuit state the following: check all connections are tight before use. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that an rt110 adult breathing circuit was "sparking" while in use with an mr850 humidifier. It was further reported that the mr850 alarmed. Once the circuit was replaced there were no further issues. There was no patient consequence.